Event description:
Guest states that he keeps getting cooper pieces every time he brushes his teeth with the tooth brush. Guest can send photos guest would like to know if they are coming from the tooth brush?.